Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of the patient´s medical records, received by novocure on (B)(6) 2024, it was noted during a follow-up visit with radiation oncology on (B)(6) 2024, the patient experienced dermatitis. The physician observed that the patient had difficulty with the transducer arrays adhering to the scalp. This issue was addressed with the use of a barrier cream; however, the patient subsequently developed an acne-like carbuncle on his scalp, which was drained but healed slowly. The patient was prescribed betamethasone valerate topical cream and sulfamethoxazole-trimethoprim for infection prophylaxis. Optune gio was temporarily discontinued. During a follow-up visit on (B)(6) 2024, the physician advised increasing the dosage of the antibiotic from three times a week to daily due to scalp abrasions. The prescribing physician confirmed on (B)(6) 2024, that the dermatitis was caused by the transducer arrays, the patient was prescribed a topical ointment (betamethasone valerate), and the patient remained on optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).